Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial and femoral component at the cement to implant interface. Depuy cement was used. It was also reported that the attune femur,tibia and insert were removed because of loose components. Femur was grossly loose and tibia was moderately loose. Femur was pulled off by hand. Tibia came off with minimal osteotome impaction. Tibia came out with no cement on it. Femur had cement on half of implant. Doi: (B)(6) 2012; dor: (B)(6) 2019; right knee.